Event description:
It was reported by the plaintiff's attorney that plaintiff allegedly experienced pain, infection, bowel problems, neuromuscular problems, emotional distress and a product problem. The plaintiff also experienced recurrent stress urinary incontinence, urinary urgency, bacteria in the urine, nocturia, urinary tract infections, scarring and foul odor with urination. It was also reported that the plaintiff experienced, prolapse, leakage with coughing and urge incontinence. Furthermore, it was reported that the plaintiff died. The cause of death reported were acute respiratory failure, acute myeloid leukemia and septic shock. Related to manufacturer report#: 2183959-2014-66419.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4)lawyer-filed report.